Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer stated that the unit is not putting out medicine. No injury or property damage reported.